Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that sometimes the green bd vacutainer® barricor¿ plasma blood collection tubes has blood squirt out of them when the tube is pulled away after filling it. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted without a 510k number but this device does have a 510k associated with it.